Event description:
It is reported that the patient received an acetabular cup, left side, on (B)(6) 2008 revision surgery is scheduled for (B)(6) 2012 due to elevated level of ion in her blood and fluid build up around the joint.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).